Event description:
It was reported that the patient was admitted to the hospital due to pneumonia. The therapy had been working up until when the patient went to the hospital. At the hospital the tremors seemed to be worse and did not stop even when the patient programmer was used. It was confirmed that the device was on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 7438, serial# (B)(4), lead model 3387s-40, lot# v561856, implanted: 2011-(B)(4), explanted: unknown, extension model 7482a40, serial# (B)(4), implanted: 2010-(B)(4), explanted: unknown.

Event description:
It was reported that the impedance checks verified the system was functioning under normal parameters. Battery status was reported as good and the system was "on". The patient was reported in stable condition.